Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 95204, event site state - ca), g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer evaluated the unit and reseated the printer which resolved the issue. Returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units printer is not printing. There were several troubleshooting options and none were successful. There was no patient harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.